Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failure. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The manufacturer still needs to complete the investigation of this event. An updated report will be provided upon completion of the investigation.

Manufacturer narrative:
The remote service engineer (rse) advised replacement of the battery to resolve the reported issue. A replacement battery was ordered by the customer. Multiple good faith efforts (gfe) were attempted to obtain patient information from the time of the event, confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened. At this time, no defective component has been returned for failure analysis. Further evaluation will be performed if a defective component is received, and an additional report will be submitted.